Manufacturer narrative:
The customer reported separation at the extension sets where the male luer meets the tubing, and returned one photo of material mz5301, lot 24099155. Upon visual examination, the photo showed the location of the issue, but did not verify the compliant. The actual failing sample was not pictured, or able to be returned for investigation. The manufacturing site reviewed their process and complaint history, but no negative trends have been observed. Also, no actions have been taken at the plant in response to this issue. The root cause for the separation at the male luer could not be found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing leaking at connection to the extension set as well as extension sets are coming disconnected with power injector during CT scan.